Event description:
Pt called to report that when they went to bed the pump showed 100-110 units remaining. However, pt woke up at 2:30am and the pump said 75 units remaining. Pt woke up sweating and shaking. Their blood glucose (bg) was 125 and then it went to 240. Pt felt that they had had a real low. Pt is concerned that the pump is not recording correctly. The previous sunday at breakfast their bg was 171. Pt ate 60 carbs for the meal with 6 units and one unit to correct their bg. Two and one half hours later their bg was at 306. Pt does not know why.